Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead implant procedure on (B)(6)2023. While attempting to implant the lead, it was noted that the lead could not be positioned appropriately prior to testing and after positioning, there was high capture threshold on the lead. After multiple attempts, the ra lead helix failed to extend and the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold and helix mechanism issue. The reported event of high capture threshold was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-toque of the inner coil.